Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received a shock while performing a 200 joule test. Biomed has checked the device and paddles and has not duplicated the alleged malfunction. Complainant did not indicate that there way any adverse effect to the clinician due to the reported malfunction.